Event description:
Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specifications. The device was surgically explanted and successfully replaced in 2003. The healthcare professional was informed that the explanted device should be returned to cochlear ltd.